Manufacturer narrative:
In the physician''s opinion, the likely cause of the lens vaulting was due to capsular fibrosis. Striae with capsule contraction. Therefore, based on the additional information provided by the reporter, this event is unrelated to the lens and no longer meets reportability requirements. The product evaluation has been completed. One iol was returned in a plastic specimen cup. The lens was stuck to a small piece of paper. The original packaging was not returned. The part number and serial number cannot be verified by visual inspection of the lens. However, the lens does have the appearance of the reported lens. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found the lens in two pieces. The optic was cut or torn in half. One plate was attached to each piece of the optic. One haptic arm was bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. There have been no similar events reported for this lot number. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on our investigation, the most probable root cause is patient related. No additional investigation or corrective actions are necessary at this time.

Event description:
Asymmetric lens vaulting observed, and the patient experienced blurry vision in the left eye. In the physician''s opinion, the likely cause of the lens vaulting was due to capsular fibrosis. Striae with capsule contraction. Patient did not lose any lines of bcva compared to pre-op bcva. Patient outcome is good.

Manufacturer narrative:
The device has been returned for evaluation but the evaluation has not yet begun. The device history record has been reviewed and there were no anomalies or nonconformances identified that may be related to this event. There have been no other events reported for this product lot to date. Additional information has been requested from the reporter, but has not been received. The investigation is ongoing.

Event description:
It was reported that the one-month and twenty-five days post-implant, the surgeon explanted the intraocular lens (iol) due to the lens shifting position. The lens was explanted and replaced with a lens of a different model and diopter lens of another manufacturer.